Manufacturer narrative:
The initial reported event of infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 3830-69 lead, implanted: (B)(6) 2018; 6996sq58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and had their implantable cardioverter defibrillator (ICD) system explanted. The patient is a participant in the post approval network clinical study. No further patient complications have been reported as a result of this event.